Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported "rupture" and "oval circumscribed homogeneously enhancing mass." Healthcare professional additionally reported "capsular contracture" and later confirmed "baker grade iii. Patient undergone capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported "rupture" and "oval circumscribed homogeneously enhancing mass." Healthcare professional additionally reported "capsular contracture" and later confirmed "baker grade iii. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as fold flaw opening. Lump/ nodule: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and "oval circumscribed homogeneously enhancing mass". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.